Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited high out of range pace impedance measurements on this right ventricular (rv) lead. Boston scientific technical services (ts) was consulted and discussed that if all other measurements are within range and no noise is observed with isometrics, the patient can continue to be monitored. No adverse patient effects were reported. At this time, this device system remains in service.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited high out of range pace impedance measurements on this right ventricular (rv) lead. Boston scientific technical services (ts) was consulted and discussed that if all other measurements are within range and no noise is observed with isometrics, the patient can continue to be monitored. Further information was received that the patient stated the ICD emitted beeping tones. Ts discussed about the ongoing out of range pace impedance measurements. Reprogramming options were discussed. No adverse patient effects were reported. At this time, this device system remains in service.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited high out of range pace impedance measurements on this right ventricular (rv) lead. Boston scientific technical services (ts) was consulted and discussed that if all other measurements are within range and no noise is observed with isometrics, the patient can continue to be monitored. Further information was received that the patient stated the ICD emitted beeping tones. Ts discussed about the ongoing out of range pace impedance measurements. Reprogramming options were discussed. No adverse patient effects were reported. At this time, this device system remains in service. Additional information was received that this lead exhibited high, but still within range, shock impedance measurements. Technical services (ts) confirmed this has been a gradual rise. Reprogramming options were recommended. No adverse patient effects were reported. At this time, this lead remains in service.